Event description:
It was reported that the patient's right ventricular (rv) lead slowly dislodged after implant. It was also reported the rv lead exhibited rising and high thresholds and diminished sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.